Event description:
It was reported that patient had received a catheter in the urethra in (B)(6) 2019. The patient had heard a sound from the implant and after he had increased leakage 8 years after implant. The patient underwent a revision procedure and the leakage was confirmed during re-operation. All components were explanted and replaced with no adverse patient effects.